Manufacturer narrative:
Product analysis: analysis confirmed the reported event. There was a "dead spot" in the overlay. The bezel overlay assembly was replaced, and the stylus was calibrated. Analysis also noted that the d drive was unable to be read, the hard drive was replaced and re-imaged. The backspace button on the keyboard did not work and the system fan was noisy. Both the keyboard and the fan were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus wouldn't work over the area to change the atrial sensing. The programmer was returned for service. No patient complications have been reported as a result of this event.